Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a prep sponge. The customer reports that the tip of the sponge stick came off in the pt's vagina. The tip was manually removed from the pt. The customer further stated that there was no harm or consequences to the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.